Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: front panel scratched and burned components on rf controller board. Error code 475 was displayed when powered up, which the rf controller was the cause. Rf controller with a refurbished rf controller part# 891910000-z, s/n (B)(4). The old rf controller was s/n (B)(4). Unit has correct cable ties. Battery checked good @ 3.01v. Upgraded mounting hardware on the power 24v power supply. Upgraded software from 4.4.0 to 4.6.0. The 4 rubber cabinet feet were replaced due to excessive cracking and damaged root cause was determined to be burned components on rf controller board which caused the smoke during use.

Event description:
Customer states that the rfg generator started smoking during the procedure. Customer switched to a different rfg generator to complete the procedure.